Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17347 - device 3 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported that 9 infusion sets were leaking from the tubing site. The infusion sets were in use from 15-3 hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.